Event description:
Customer reported an unexpected (B)(6) reaction when testing a patient sample with manual capture-r ready screen (crrs). No adverse reactions occurred as a result of the unexpected (B)(6) result.

Manufacturer narrative:
Confirmed the presence of the (B)(6) on retention capture-r ready-screen 3 (crrs3) lot r118, capture-r ready-screen(4), lot k271 and capture-r ready-ID, lot id135 using (B)(6) (1:128 dilution) in manual capture. Performed manual capture assay with returned sample with retention ccrrs(3), lot r118, crrid, lot id135, and crrs(4), lot k271 with incubation time of 20' 37c. Controls performed as expected. The sample exhibited (B)(6) with cell ii r2r2 of lot r118 , all (B)(6) cells of id135 and cell 2 r2r2 cell of k271. The customer observation was reproduced. Repeated manual capture assay with returned sample with retention (B)(6) wells of retention ccrrs(3), lot r118, crrid, lot id135 and crrs(4), lot k271 with incubation time of 60' 37c. Controls performed as expected. The sample exhibited (B)(6) with cell ii r2r2 of lot r118 and k271, respectively. The sample exhibited (B)(6) with cell 3, 6 and 7 respectively, of id135. The investigation did not identify a product deficiency. The package insert for capture-r ready-screen and ID recommends incubating the strips at 36-38' for no less than 15 minutes and no longer than 60 minutes for manual testing. Extending the incubation time to 60 minutes resulted in the expected (B)(6) with this sample.